Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating the rv lead was able to be implanted, only the stylet was bent.

Event description:
It was reported the right ventricular (rv) lead stylet was bent. The lead was not used.